Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of ae: post procedure. It was reported that an rx acculink stent was successfully implanted in the right internal carotid artery. Post procedure, the pt developed left facial droop, left upper extremity weakness and neglect, and speech difficulty. CT scan of the head showed no acute changes. Heparin was given and the pt's neurological status returned to baseline within 48 hrs. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Study report. The stent remains in the pt's body. A conclusive root cause for the neurological deficit could not be determined. A neurological event may occur during this type of procedure and is a known possible adverse event associated with the use of the device, as listed in the instructions for use. Neurological events may occur during or after procedures where the device functions normally. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.